Manufacturer narrative:
Gambro was made aware of this incident in 2006. According to received info, we decided for the non-reportability of the event. Gambro received on november 10, 2006 medwatch report of this incident and we decided to respond to this user facility report. There was no pt injury or medical intervention as a result of this event. Since this incident occurred, facility's intensive care nurse was unable to provide treatment records for this pt. She did state that after this incident, the pt was taken off the machine and started on traditional hemodialysis. According to facility's intensive care nurse, the pt 's condition improved and she was later transferred out of the intensive care dept. To her knowledge, the pt remains on hemodialysis and has not been restarted on the prisma system. Facility's intensive care nurse stated that the nurse caring for the pt at the time of this incident was new to the prisma machine and that she just changed the blood set before getting the pod failure alarm. According to facility's intensive care nurse, she believed the pods were not loaded correctly and that gave an appropriate pod failure alarm. The machine was inspected by a gambro renal products service technician (grpts) field rep, who verified that all pressure pods were working. He then calibrated all four pods and checked them for leakage. He checked and calibrated the scales, primed the machine twice and ran a pt simulation for 15 minutes. He could not duplicate the condition. He then approved the machine to be placed back into service. Facility's intensive care nurse was contacted by gambro's regulatory dept on november 13, 2006, and she stated that there have been no further problems with this prisma machine. The ic staff has reportedly used it numerous times without any complications.